Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/04/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure :female. Date of initial surgical procedure :no further information is available. The diagnosis and indication for the initial surgical procedure? :laparoscopic myomectomy. Other relevant patient history/concomitant medications :unknown. Any concurrent surgeries or procedures? :unknown. Were pre-existing adhesions noted during the procedure? :no. What were the patient¿s symptoms? :ileus occurred. How were post-procedural adhesions confirmed? Location and severity? :unknown. Please provide details of surgical intervention. :ileus occurred, resulting in reoperation. Product lot # :no further information is available. What is physician¿s opinion as to the etiology of or contributing factors to this event? :the interceed may have sucked up blood generated from the sutures of the uterus after the surgery, and this may have adhered to the intestinal tract, causing the ileus. What is the patient's current status? :the symptoms have already been completely cured and the patient has already been discharged. What was the onset time of the ileus symptoms/diagnosis? :unknown. No further information will be provided.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure, date of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications any concurrent surgeries or procedures? Were pre-existing adhesions noted during the procedure? What were the patient¿s symptoms? How were post-procedural adhesions confirmed? Location and severity? Please provide details of surgical intervention. Product lot #? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? What was the onset time of the ileus symptoms/diagnosis? Was hemostasis achieved before the use of interceed?

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on an unknown date and the adhesion barrier was used. It was reported that during surgery, after the myoma was removed from the uterus and it was sutured, the adhesion barrier was applied on the uterus, then the wound was closed, and the surgery was completed. It was reported that postoperative ileus occurred resulting in reoperation involving a laparoscopic ileus release and treatment. It was reported that the surgeon commented that the uterus was slightly oozing after the myomectomy, and in such cases, the adhesion barrier was not effective in preventing adhesions, but rather promoted them so use was stopped since then. It was also reported that the patient has been discharged from the hospital and the symptoms have already been completely cured. It was reported that the surgeon opined that there was causal relationship between the product and event. The surgeon opined that the adhesion barrier may have sucked up blood generated from the sutures of the uterus after the surgery, and this may have adhered to the intestinal tract, causing the ileus. The surgeon also opined that there is a possibility that hemostasis was insufficient. Additional information was requested.